Event description:
The healthcare professional reported that during a vascular stent placement procedure on (B)(6) 2024, the 4mm x 23mm enterprise 2 (encr402312 / 8697634) was in place and released in the target site. It was observed that the distal and proximal markers of the stent were converged and could not be opened. The physician used a micro-guidewire to massage the stent, but the markers still did not open. The physician released a second stent and fixed the first stent between the second stent and the vessel wall. The procedure was then completed. The microcatheter was not replaced. There was no report of any negative patient impact. Additional information received on 07-jul-2025 indicated that the patient was suffering from a cerebral infarction and basilar artery stenosis. There were two procedure images that were included in the complaint. They will be reviewed by an independent physician. On 09-jul-2025, additional information was received. The information indicated that the patient presented for emergency embolectomy of the basilar artery with basilar artery stenosis. The vascular stent placement procedure was targeting the basilar artery stenosis. The occlusion associated with the cerebral infarction was the basilar artery. Per the information, the cerebral infarction was with stenosis, ¿the same vessel location, embolized vessels cannot be maintained so the use of stents [was required.¿ the information also indicated that there was severe vascular calcification, this may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There had been no resistance during the advancement of the stent. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). The second stent used was a 4mm x 30mm enterprise 2 stent (encr403012). The additional information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. There were two procedure images that were included in the complaint. They will be reviewed by an independent physician. A supplemental 3500a report will be submitted once the procedure image review has been completed. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697634. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and / or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, the treating physician used the micro-guidewire to massage in an attempt to expand the stent fully, which was unsuccessful. As a result, the physician was required to perform the surgical intervention of implanting a second stent at the target site to fix the first stent between the second stent and the vascular wall and preclude patient harm. It was further reported that the patient suffered from cerebral infarction and basilar artery stenosis. Per the additional information received on 09-jul-2025, it was reported the patient presented with cerebral infarction and arterial stenosis. The reported incomplete expansion of the stent resulted in surgical intervention (via the implantation of a second stent) meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review of the two procedure images that were included in the complaint. The review was completed on 23-jul-2025 and is documented below. [Procedure image review]: ¿the complaint is accompanied by two images (subtracted) with contrast in the second image. There is a microcatheter visible next to the stent and the proximal stent struts have opened as expected. The distal portion of the stent is not opened. Based on the contrast image, it appears that the size of the artery is smaller than the selected stent. No image was provided with the second stent described or the final result." Physician name and date reviewed: dr. (B)(6), july 23rd, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.